Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the ECG trunk cable came damaged on the new cardiosave intra-aortic balloon pump (iabp) received at the distributor's warehouse. There was no patient involvement.